Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded what appears to be intermittent under sensing by the ra lead. Programming and procedural recommendations were given. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded what appears to be intermittent under sensing by the ra lead. Programming and procedural recommendations were given. Additional information was received from the field mentioning that more atrial under sensing was observed on atrial tachy response (atr) events. At one of this atr events atrial pacing was delivered inappropriately as a consequence of the atrial under sensing. Furthermore, under sensing was observed at a ventricular event due to fine atrial fibrillation under sensing. In this case no atrial pacing was delivered due to normal timing cycles. Programming options were discussed for this pacemaker. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded what appears to be intermittent under sensing by the ra lead. Programming and procedural recommendations were given. Additional information was received from the field mentioning that more atrial under sensing was observed on atrial tachy response (atr) events. At one of this atr events atrial pacing was delivered inappropriately as a consequence of the atrial under sensing. Furthermore, under sensing was observed at a ventricular event due to fine atrial fibrillation under sensing. In this case no atrial pacing was delivered due to normal timing cycles. Programming options were discussed for this pacemaker. More information was received mentioning that p waves continue being small, so health care professional was going to increase sensitivity. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.